Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had experienced phrenic nerve stimulation. The lead was capped and replaced. The patient was doing great after the procedure.